Event description:
03/20/03 it was reported to tyco/kendall healthcare in 2003 that a customer had a problem with an scd system. The customer reports, "attachment to controller is inverted and not bonded." Customer reports, "the patient has been diagnosed with compartment syndrome."